Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified carotid artery. An emboshield nav6 was used but it met some resistance with the anatomy, and it was noted that the tip of the barewire caused a dissection in the internal carotid artery. This led to a spasm so the device was removed from the anatomy. The procedure was successfully completed with another unspecified embolic protection device and an 8.0 x 40 mm xact stent to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance was not confirmed as it was related to circumstances of the procedure. The resistance was likely due to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Dissection and vasospasm are listed in the emboshield nav 6 instructions for use as known potential adverse events associated with carotid stents and embolic protection systems. The investigation determined that the resistance and subsequent patient effects were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.